Event description:
Nellcor puritan bennett received a call on january 21,1998. Rptr was calling to report an infant death. The mother stated the monitor had alarmed for heart rate slow but had not alarmed for apnea.